Event description:
Additional information received from a manufacturer representative reported that the representative was on his way to silence the alarm.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-08-05, information was received from a nurse regarding a patient who was receiving fentanyl (lot number, concentration, dose, and dates of therapy were asked and unknown) via an implantable pump. Indications for use included non-malignant pain. Medical history and concomitant medications were not reported. On (B)(6) 2016, the patient and nurse heard a "critical pump alarm," which was subsequently reported as "every hour." The nurse was unaware of any infusion information, including the date of the last refill, and telemetry had not been performed. The patient, who was (B)(6), had no reported symptoms. Redirection of the patient to their healthcare provider (hcp) was recommended. It was reviewed with the nurse that the pump may have been filled with saline previously and that they would confirm with the patient's hcp. On 2016-08-25, additional information from a hcp, via a company representative, reported that as of an unspecified date in (B)(6) of 2016, the pump was empty; there was no access to a clinician programmer (8840) or the pump, so no troubleshooting was performed. The pump was critically alarming every 10 minutes; whereas it was previously alarming every hour. The time lapsed since the last refill date was unknown. No patient symptoms were reported. The hcp further indicated that they do not plan on refilling the pump and that they would manage the patient with oral medications. The hcp at the facility was unwilling to access the pump reservoir with saline, so the pump was to be programmed to minimum rate mode and the alarm silenced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.